Event description:
Initially, the customer reported that their device had its service indicator illuminated and logged multiple event codes. Upon an evaluation of the device, it was observed that the device appeared to be rebooting on its own and would not be functional if needed on a patient. There was no patient use associated with the reported device issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the user interface and system controller pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.